Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted in 2011 and the device was re-positioned as it had migrated. In (B)(6) 2014, the patient's family reported that the device had migrated again and was causing pain. The patient cannot wear audio processor as there is no room on her ear. Moreover patient is also having headaches, dizziness and cannot sleep at night. A revision surgery is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). Based on the received information, the implant housing reportedly dislocated form its original position. During a revision surgery to reposition the implant housing, the active electrode was inadvertently partially pulled out of the cochlea. After re-insertion of the active electrode, two channels were found with high impedance. The concerned device was explanted. This is a final report.

Event description:
According to the report of (B)(4) 2014, the patient has had numerous problems with the implant housing moving under the skin. The patient reports pain, discomfort, headaches, dizziness and inability to sleep. As per new information received, the patient has been re-implanted.